Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ zeschky, c., ahmed, h., alayyar, m., jothidasan, a., husain, m., stock, u., & smail, h. (2022). ¿long-term¿ use of impella - safe to do? The journal of heart and lung transplantation, 41(4). Https://doi.org/10.1016/j.healun.2022.01.1603.

Event description:
In (B)(6) 2017 to (B)(6) 2021 impella pumps supported patients at medical center in the UK. In (B)(6) 2024 the publication entitled: "¿long-term¿ use of impella - safe to do?" In which impella supports were analyzed. The complications noted during impella cp support were hemolysis, access site bleeding, thrombocytopenia, vascular complications, device migration, pump thrombosis, device malfunction, ventricular arrhythmias, access site infection, sepsis, and cva. The adverse events listed in the above mentioned article are reported in complaint (B)(4).

Manufacturer narrative:
The investigation for the reported pump stop has been completed. The pump nor the data logs were returned for evaluation. Clinical details were not sufficient to determine the root cause. Therefore, the root cause of the pump stop could not be determined. The instructions for use referenced in the initial report is for the impella cp with smartassist for use during cardiogenic shock and high-risk cpi from the following sections: section: using the automated impella controller with the impella catheter section: using the automated impella controller with the impella rp with smartassist system catheter section: warnings, cautions, and precautions g1-corrected MFR site name and address.